Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemicolectomy procedure, the handpiece had no seal. There was no regrasp alert, but end tones were heard. The surgeon used another ligasure with the same ls10 generator. There was no patient injury.